Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. The first photo shows the balloon catheter coiled up within the inner carton of the package, where the catheter shaft was detached into two segments. No evidence of a break could be noted. The second photo shows the label of the device on which the product details can be verified with the reported details. No other anomalies are noted in the photos. From the submitted photos, the catheter shaft was noted to be detached into two segments and no catheter break was observed. Therefore, the investigation for the reported break is unconfirmed but the investigation is confirmed for the identified catheter shaft detachment. A definitive root cause for the reported break and identified catheter shaft detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the shaft of the pta balloon allegedly broke about one-third of the way down. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the shaft of the pta balloon allegedly broke about one-third of the way down. The procedure was completed using another balloon. There was no reported patient injury.